Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately after implanting this 25mm aortic bioprosthetic valve, echocardiogram revealed severe paravalvular regurgitation. The valve was explanted and replaced with a 23mm bioprosthetic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the leaflets on this bioprosthetic valve were excised during explant, in order for the pledgets to be seen when removing the valve. The surgeon wanted to see the pledgets to ensure they would not be lost in the ventricle during explant. Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection revealed tears along the exterior of all three stent posts and the valve was distorted (oval shaped). All three leaflets were excised, and the existing leaflet tissue was slightly stiff but flexible possibly due to blood contact and/or the decontamination process. A detailed observation could not be assessed due to the excision of the leaflets. Although all leaflets had been excised, the commissural attachments were intact. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the returned product analysis and received information, the reported paravalvular leak (pvl) could not be confirmed. Pvl can be caused by a variety of factors, including implant condition/technique, patient anatomy, or presence of pre-existing patient conditions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.